Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that the facility name and patient information were not provided. While writing down the available details, customer ended the chat. There was no further response from the customer despite multiple follow-ups.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, two cubies had same meds but pulled from wrong cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.